Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had keypad anomaly. The customer's blood glucose level was unknown. The customer stated that battery life was diminished and buttons are unresponsive. The customer reports that chipping in reservoir and piece chips when the new reservoir was put in. The customer also reports that backlight was dimmer. The insulin pump will not be returned for the analysis.